Manufacturer narrative:
Device is a combination product. Device (B)(4) relates to component (B)(4). A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Strut rows at the proximal end of the stent were raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a percutaneous coronary intervention, the 3.50x24 mm promus element stent would not cross the lesion. The lesion being treated was located in the 95% stenosed, severely tortuous, and calcified coronary artery (rca). The procedure was completed with a different device. No patient complications were reported and patient status is stable. Returned product analysis reveled stent damage. This product is only ous approved, but it is similar to an approved us device.